Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).

Event description:
The field service engineer reported that the customer noticed one of the hf unit esg-400 cables sparked while in use. The issue was found during the procedure. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The customer reported unspecified voltage flashovers during use. The service business center (sbc) inspected the device and investigated the reported issue. During their inspection, the sbc found the bipolar socket to be damaged with loose play in the external connection. The information provided by the customer and the sbc is evaluated as plausible. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the following led to the malfunction: the bipolar valleylab plug was not plugged in correctly. The contact springs of the valleylab plug are defective. The customer is using a non-compatible plug. The bipolar erbe coaxial plug was not plugged in correctly. The contact springs of the erbe coaxial plug are defective. The erbe coaxial socket is defective (e.g. Deformed). In all these cases, a sufficiently high voltage can cause voltage flashovers, which can result in thermal damage to the contacts. In extreme cases, the contact may be permanently disturbed so that a drop in power is observed in the tissue or even no power is transmitted. Voltage flashovers at sockets and other contacts are usually no indication of a technical defect of one of the electronic components. Therefore, it is not expedient to replace such components generator board, high voltage power supply board, etc. If voltage flashovers are occurring or have occurred at sockets, these sockets should be replaced by an authorized service workshop. This fault pattern is likely attributable to a user error. This issue is addressed in the instructions for use (IFU): a suitable replacement device must be provided during an application. Olympus will continue to monitor the field performance of this device.